Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the patient's outcome could not conclusively be established through this evaluation. The cause of the patient¿s outcome was not provided, and no autopsy was performed. Furthermore, it was communicated that due to patient privacy laws, the managing hospital would not communicate the patient's outcome information. Based on a review of the patient¿s available record and a request for the patient's outcome, there were no device issues at the time of the patient's expiration. (B)(4) was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022.